Event description:
The patient started cvvhd treatment and while the blood flow rate was increased from 30 ml/h to 160 ml/h, the access pressure became extremely negative. The prismaflex generated recurrent "access extremely negative" alarms and air bubbles were observed in the access line. The blood pump was stopped and the lines clamped. The treatment was terminated without returning the blood. Another prismaflex machine was set up and when the treatment was started the prismaflex immediately generated recurrent "access extremely negative" alarms. The treatment was terminated without returning the blood. The patient sustained a blood loss of approximately 300 ml blood when the contents of the two filter sets were not returned to him. The physician ordered a transfusion of one unit of packed red blood cells. The patient's catheter was assessed and repositioned over a guidewire. A prismaflex machine was then set up and the cvvhd treatment was resumed with no further access pressure alarms. Twenty hours after restarting the cvvhd, the patient continues to receive treatment, with no further issues.

Manufacturer narrative:
The first machine involved in this event was inspected and found to be operating within specification. The disposables used at the time of this event were discarded and not available for inspection. Gambro has found no evidence to suggest that any gambro device caused this event.